Event description:
The reporter stated, the surgeon was inserting an aq2010v silicone three piece lens, but the trailing haptic caught and tore in the cartridge. There was pt contact, but no injury, no enlarged incision or sutures.

Manufacturer narrative:
Eval: visual inspection of the returned product found the lens optic torn into pieces. One haptic was torn off and was stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.